Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on the available information and without the device to analyze, the cause of the reported poor image resolution was due to the patient anatomy. The cause of the reported difficulty to grasp the leaflets cannot be determined. The reported entrapment of the device appears to be due to the user technique. Additionally, the reported tissue injury appears to be due to a combination of troubleshooting steps performed to grasp the leaflets and troubleshooting performed to remove the clip after entanglement. Additionally, the reported tissue injury, as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported surgical intervention and prolonged hospitalization were the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report device entrapment and tissue damage requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4, on a patient with a dilated left atrium and a small left ventricle. It was noted that imaging was challenging due to the anatomy. The xtw clip was positioned in the ventricle, but grasping the leaflets were difficult. When trying to grasp the leaflets, the anterior leaflet and some chordae became stuck on the gripper. The clip could not be removed even with troubleshooting techniques. Therefore, the patient was converted to surgery. A thoracotomy was performed to release chordal interference with the clip. The xtw was explanted and a mitral valve replacement surgery was completed successfully. Additionally, there was tissue damage due to the entanglement of the gripper on the leaflet. The patient was successfully extubated on (B)(6) 2023. No additional information was provided.